Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) was due to the anterior leaflet tear. The reported unspecified tissue injury (surgical procedure) associated with the anterior leaflet tear appears to be due to procedural circumstances (clip grasping interacting with patient pathology/ morphology). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report a mitraclip xt that caused an anterior leaflet tear. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr), a wide jet from a1/p1 to a3/p3 segments and eccentric to the posterior leaflet, moderate (40%) left ventricular dysfunction, a restricted posterior leaflet, and a dilated left atrium. During a mitraclip procedure, it was intended to implant 2 clips, one at central a2 and p2 leaflets, and another between a1/p1 and a2/p2 where the principal jet was located. There were difficulties with transseptal puncture, due to excessive height at 6-7.3 cm, secondary to a dilated left atrium. Height was achieved at 5.3 cm. The first mitraclip was an xtw, targeting a2 and p2 leaflets. After the first grasp, the mr was reduced to grade 2-3, but the gradient was at 7 mmhg and the eccentric jet was intact. The clip was moved more lateral to reduce the jet. Mr was reduced to grade 2-3 and the gradient was 6 mmhg. The eccentric jet was still on the lateral side and a small jet was present on the medial side of the clip. The clip was successfully deployed. The physician was satisfied with the new gradient. An xt clip was intended to target the lateral eccentric jet, and oriented to a1 and p1 leaflets. As the xt was closed on the leaflets, two jets re-appeared: one in-between both clips and another one eccentric to the lateral side. When the xt clip was re-opened to reposition more lateral, a massive jet appeared at the previous grasping site. The valve was reviewed and an anterior leaflet tear was found where the xt was grasped. Mr increased to grade 4. An additional grasp was performed, but without a satisfactory result. To avoid increasing the leaflet tear, the xt clip was removed. The patient was stable with an mr grade of 4 the patient was approved and considered for surgery. On the same day a biological mitral valve prosthesis was implanted and the xtw clip was resected. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.